Event description:
It was reported that during a gastrectomy procedure, the first firing was stopped by about 30mm. Although the firing knob was returned to the home position, the device would not release. Although the surgeon tried to open the jaw by returning the firing knob to the home position, he couldn't remove the device from the tissue. So the surgeon used another like device to cut the tissue and to remove the initial device with the tissue. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.